Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had multiple cubie pockets were opening when user tired dispense the narcotic medication. The customer stated that there was a delay in dispensing medications to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer 1.7 would open fully. Even after closure, it was still detecting the mini drawer as open. A field service engineer (fse) shut down the device, reseated the connections, and rebooted it. Upon rebooting, the mini engine was checked once more, but the issue persisted. The fse replaced the mini drawer, rebooted the device, used diagnostics to check engine functionality and resolved the issue. The system functioned as intended after the field service engineer repaired the device.